Event description:
The user facility reports one incident of a pinhole leak in the saline administration line tubing. Due to potential for contamination the extracorporeal circuit was discarded resulting in ebl = 250cc. A new bloodline was set up to complete treatment. The actual complaint sample was discarded at the time of the incident. No pt injury or need for medical intervention is reported MDR is filed for blood loss only.